Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: 3389s-40, lot# va1cqxq, product type: lead. Analysis results were not available at the time of the report. A follow up will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer¿s representative (rep) regarding a patient who was im planted with an implantable neurostimulator (ins). The hcp reported that the large black z-stage know on the nexprobe did not feel like it was advancing correctly when turned. The hcp reported that it felt like the know slips at time while trying to advance the z-stage. The rep reported that the hcp stared at 6 above target and had trouble moving down to target as the hcp turned the wheel it felt like it was slipping. The rep reported that there we no known factors that could have caused this problem. The rep reported that no trouble shooting was performed and a new drive was opened.

Manufacturer narrative:
Analysis of the accy mi-2000 nexdrive manual lot # 082618116 found that the nexframe nexdrive set screw was loose, confirming the allegation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.